Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety shield came off. This was discovered before use. The following information was provided by the initial reporter: material no. 368650 batch no. Unknown it was reported that safety shield came off when removing the IV shield. Product: eclipse blood collection needle number of defective product(s): (B)(4) concern description: safety device came off when removing the green cap.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety shield came off. This was discovered before use. The following information was provided by the initial reporter: material no. 368650, batch no. Unknown. It was reported that safety shield came off when removing the IV shield. Product: eclipse blood collection needle. Number of defective product(s): 1. Concern description: safety device came off when removing the green cap.